Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to fluid loss. The ipp was no longer inflating/deflating. There were no patient complications reported.